Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Company representative reported the customer stated she went into diabetic ketoacidosis two times due to the infusion device. No specific allegations were provided. The customer did not wish to be contacted to further document or troubleshoot the complaint. The alleged product was requested for evaluation.